Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Medical interpretation: multiple films; CT sagittal reconstructions show device transforaminal lumbar interbody fusion (tlif) with cortical screws at l4/5 and previous anterior lumbar interbody fusion (alif) at l5/s1. Bone remodeling has resumed at l4/5 as expected and several appear to show bony column. L4/5 has solid fusion. Solid alif l5/s1, l4/5 tlif shows typical endplate remodeling. Therefore, no adverse event. (Not reportable)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.